Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 08:30am he obtained a result of "132mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "51mg/dl" obtained on another device, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with fixed insulin doses and at 06:00pm on (B)(6)2015 "ate a banana and crackers". The patient reported that "all day" after the alleged issue occurred he developed symptoms of "loss of vision and couldn't stand" and at 09:00pm was treated in an emergency room by a healthcare professional with food or drink. The patient claimed that at 09:30pm on (B)(6) 2015 she obtained a result of "88mg/dl" on an ER meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention for a blood glucose excursion after the alleged meter inaccuracy occurred.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition a secondary issue was noted; the test strips were found to have results above below when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.